Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing (18.3 ml) during preventative maintenance in biomed services. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found in specification in relation to the reported failed flow rate test which was not reproduced. The device underwent flow rate testing and received passing results. Should additional relevant information become available, a supplemental report will be submitted.